Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was presented to the clinic for noise on the ventricular channel. Upon interrogation, the atrial lead also exhibited noise. The lead remained implanted and the patient would continue to be monitored.